Event description:
Customer reportedly received results of "hi" (> 600 mg/dl) and 85 mg/dl within 10 minutes on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a lap cholecystectomy procedure they were getting malformed clips when fired into the tissue and the clips were one leg longer than the other. They had to remove some of the clips due to the folding location of the clip on tissue. They completed the procedure with a new like device. There was no patient consequence reported. The rep has completed an in-service with the surgeon. She discovered he was firing the clips too far into the tissue and muscle. The surgeon is now aware of what was causing the malformation of the clips when firing.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one device was received in good visual condition. Upon firing of the device, the remaining clips were evaluated with the funnel gage and they were found to be conforming according to our manufacturing specifications. The device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.